Event description:
This complaint is now reportable based on the analysis completed on july 17, 2007 which discovered that the stent had moved on the balloon. It was reported that during a coronary artery drug eluting stenting treatment procedure the device could not cross the lesion located in the rca (right coronary artery). There were no patient complications.

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. The device was received for review and initial visual examination noted the stent had moved on the balloon. Further examination measured the stent had moved 25mm distal from the distal edge of the proximal marker band. This type of damage is consistent with the device encountering some form of restriction. Several kinks were present along entire length of hypotube. Damage of this nature is consistent with excessive force having been applied to the delivery system. The complaint investigation site could not examine the tip of the device (due to the location of the stent) to determine if this component could have potentially contributed to the complaint incident. All units shipped for this batch conformed to the preventive measures/current controls. The root cause of this event is unknown.